Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag had foreign matter. This was observed during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device and photo sample were received for evaluation. A visual inspection was performed on the photo sample, and a dark spot of foreign particle in the exactamix bag was observed. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.